Event description:
It was reported that following a shoulder arthroscopy, metal shavings were noted in the post operative photographs. The shavings were not retrieved. There is no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: unable to verify the report of the customer because the product was not returned to conmed linvatec for investigation. This type of discrepancy can be caused by excessive lateral force being applied during use, or if the blade/bur comes in contact with another object or instrument during use. The customer will be contacted to provide add'l info on use of this product.